Manufacturer narrative:
Age at time of event: 18 years or older.  (B)(4).   Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 6fr non-bsc guiding sheath. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified right and left external iliac artery. After a non-bsc guide wire crossed the lesion, a 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and was replaced with an 8x4 mustang balloon catheter which was inflated at 16 atmospheres. Two epic stents (9x10mm and 9x4mm) were then deployed in the left iliac artery and a 10x2mm epic stent was deployed in the right iliac artery. Post-dilation was performed using the same mustang balloon catheter and the procedure was then completed. No patient complications were reported and the patient's status was stable.